Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had a traumatic fall resulting in injury to his ribs and lung due to a wind storm while camping. No diagnostics or troubleshooting had been done and the patient had been hospitalized. It was unknown if the issue was resolve at the time of the report. Further information received from the consumer reported that he had a fall and his ribs broke. The patient stated that the implant had broken his ribs on one side and that he was a thin person and it was close by. The patient noted that he had not been to the healthcare provider for the implant and that everything was fine now. The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.